Event description:
It was reported that at 15 minutes, 135,000 joules while using the surgical fiber during a prostate procedure, the fiber tip broke. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported, patient was reported to be "ok".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the tip is attached to fiber; the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within metal cap; there is misalignment of the metal cap output window and red arrow indicator with the control knob; the metal cap is not loose within the outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the fiber tip doesn't exhibit signs of breaks/fractures; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and appears slightly crushed. Probable root cause: based on the device analysis, the product complaint "fiber tip ruptured" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on the returned product evaluation, this event has been found not to be a reportable device malfunction or adverse event.